Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument energy wire was protruded, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. Failure analysis found the primary failure of the broken conductor wire to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed no thermal damage. No portion of the conductor wire insulation was missing, but the wires were exposed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed that the energy wire on their brand new fenestrated bipolar forceps instrument was protruded. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The site only noticed that the conductor wire was protruded. No evidence of thermal damage was identified on the instrument. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.